Event description:
While the central station was in use monitoring patients along with a mixed system (some telepacks ands some monitors at the bedsides), they were "unable to do any central station monitoring." No patient injury was reported.